Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the connector was contaminated. It was also noted that two side bail covers were broken, the battery release was contaminated, and the battery drawer was damaged. (B)(4).

Event description:
It was reported the device has a damaged connector. The device was returned for repair. No patient complications were reported as a result of this event.